Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h5; h6; h11. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified signs of repeated use (nicks/gouges). The rod head was found to have broken off from the device. Further evaluation could not be performed as the device was not returned. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the instrument broke after being hit with the hammer. There was no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.